Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the amplitude was too high sending a sharp pain to the end of his penis and tingling feeling down his left leg. The amplitude was lowered and the patient's urge to urinate is better most of the time.

Manufacturer narrative:
Suspect medical device information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were not feeling stimulation in the right location. They were having a numbness sensation in their left leg and they felt the sensation in their left testicle. The patient has interstitial cystitis (ic) and was getting up three times in the middle of the night. It was suggested the patient follow-up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.